Event description:
"It leak air in surgical operation. (B) (4), (B) (4). These trocar were used in a surgical of colonic and kidney. Pt's status is fine. The surgery takes about three hours."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.